Event description:
The surgeon reported that during phacoemulsification of a very dense cataract, the phaco needle exfoliated metal into the eye.

Manufacturer narrative:
Reserve tips from the same lot were tested at 100% power in a test chamber and the irrigant was filtered and examined for debris. None was found. Unable to reproduce the incident.